Manufacturer narrative:
No further information was provided by the customer. The subject device was returned for evaluation. And the customer¿s reported problem was confirmed. The device evaluation found, the light guide connector was damaged/ broken off. The evaluation also found, outer tube bending, peeling of the gold plating on outer. And tip of the light guide had wear and tear. In addition the evaluation also found, internal lens had dust on it and was causing image failure. The investigation is ongoing. And follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the rigid scope light guide connector came off. The issue was found during inspection for use. The intended unspecified surgery had to be postponed . There were no reports of death, injury or impact to the patient.

Event description:
The intended procedure was therapeutic.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force from improper handling. Olympus will continue to monitor field performance for this device.